Event description:
Damage was reported to the pump housing surrounding the usb port, affecting the customer's ability to charge it, and resulting in the pump shutting down. Despite the pump's shutdown, the customer¿s blood glucose level did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy, and technical support arranged to replace the pump.